Event description:
Manufacturer reference (B)(4).

Manufacturer narrative:
11/15/2016 10:23 am (gmt-5:00) added by (B)(6): no fault was found during on-site troubleshooting and no parts were replaced. The investigation comprises of evaluation of the ventilators¿ logs and information that was received. According to received information from dispatched fse the patient was being bagged when the ventilator was in standby. No one at the account who he had spoken with believed that the vent "put itself into standby" because standby is a two-step process which requires confirmation by selecting "yes" on the touchscreen to end the ventilation. Additional information from the hospital stated that the patient was in a very poor condition and coded 5 times on the date of event. It was further stated that the ventilator did not contribute to the reported patient death. Device log evaluation show that performed pre-use check prior to and after the reported event had passed without deviation. There are no technical alarms during that time. The reported problem of the ventilator going to standby on its own cannot be confirmed in the logs. The logs show that the ventilator was put in standby 3 times during the reported event and all were done in a controlled manner. The logs also show that the ventilator on the reported time of death (10:19 on (B)(6) 2016) was still delivering and the user set the ventilator into standby 3 minutes after the reported time of death. The conclusion is that there was no technical ventilator failure. The ventilator did not set itself to standby. Reference exemption#: e2008006s01.

Event description:
Manufacturer reference # :(B)(4). Importer reference # : (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer stated that it was reported to him that the vent went into standby on its own while on patient. I was told that the patient expired. When asked for any patient information, the customer said he did not know "asku".